Manufacturer narrative:
According to the incident description, a flexible drill shaft bent during use. Thus, the surgery was prolonged by 10 minutes. The product in question was not subjected to an optical examination as it had already been discarded. However, an intraoperatively taken picture was provided for investigation. The stem part is bent of approx. 90 degrees in relation to the spiral part. The head of the drill shaft was also bent. Further investigation is not possible based on this picture. It is known that the issue occurred during use/ intraoperatively and that it caused a prolongation of the surgery of 10 minutes. However, this prolongation had no health effect on the patient. Another drilling shaft was used instead to finish the surgery. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. In the surgical technique is described that the flexible drill shaft can be bent up to maximum of 45 degrees and that s-shaped bending has to be avoided since this can reduce the lifetime of the drill shaft. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. A potential cause could be an unintentional user error. The provided pictures of the drill shaft show that it has been bent over the maximum angle of 45 degrees mention in the instructions for use, at some point. Another factor that may favour such an issue is the condition of the bone. Since there is also no information available, no statement is possible. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the flexible shaft bent during routine use. Prolongation of surgery by 10 minutes." Note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of 10 minutes. However, according the available information, this extension had no health effect on the patient. Another product was used to finish the surgery.